Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a remote merlin.net transmission that the implantable cardioverter defibrillator exhibited a high voltage charge time out during a capacitor maintenance check. The asymptomatic patient was then seen in clinic, where the charge time was still long. The device was removed and replaced on (B)(6) 2018. The right ventricular lead had exhibited high capture thresholds, so it was capped and replaced on (B)(6) 2018 during this procedure. The patient was stable post-procedure.